Manufacturer narrative:
Upon disassembly for visual inspection corrosion was found on the motor assembly and wear was found on the spindle housing and the rotor coupler.

Event description:
It was reported by the customer that the core impaction drill had an over temperature warning on the console. While testing the device at the manufacturer it was reported that the device heated up. There was no patient involvement or adverse consequences reported with this event.